Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The seat of the unidirectional valve was polished and the bag/vent microswitch was replaced.

Event description:
The hospital reported that, during a case, the ventilator would not start when the bag/vent switch was moved to the ventilator mode. The clinician manipulated the bag/vent switch and mechanical ventilation started. There was no reported patient injury.